Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 42 mg/dl. Customer was at work and not able to complete troubleshooting for low blood glucose level. The customer said regarding the safety notification regarding the reservoir retainer ring and mentioned that retainer ring was intact and not missing or broken. The insulin pump will not be returned for analysis.